Event description:
The accunet was placed distally in the ica without difficulty and pre-dilated. An acculink was deployed in the ica rather than extending it into the common cca since the lesion was mainly in the ica and further dialted. In attempting to remove the accunet, the retrieval sheath snagged on the stent struts and could not pass the proximal end of the stent. Further dilation was performed to create a different angulations and allow advancement of the sheath, however, unsuccessfully. Despite multiple catheter manipulation of rotations, the retrieval sheath could not be advanced. It was decided to pull the filter back into the shuttle catheter wihtout the retrieval sheath and while pulling the filter back the filter became snagged on the stent and broke off, leaving the stent and filter in the cca. An attempt to snare the filter basket and stent was unsuccessful. A three-pronged grasper device was used to retrieve the filter and stent. A vessel dissection was noted at the site and was felt the filter basket and stent caused the dissection. The dissection was treated with the placement of an 8-6x40mm stent in the ica, extending into the cca. Despite the difficulty during removal of the initial filter a new filter was use because of the concern over microembolization from the dissection site. Placing the stent in the cca would lessen the angulations and allow straight passage for the removal sheath through the stent. After stent deployment no further dilation was necessary and the filter basket was easily removed. Throughout the procedure neurological exam continued to be normal. No symptom of tia or stroke over the next 24 hrs and the pt was discharged the following day. At 3-month follow-up pt was symptom-free with no further recurrence of baseline tias. Info was received in an article from the vascular disease management, dated march/april 2006, titiled "management of detached accunet embolic protection filter during percutaneous carotid artery inetervention.